Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), g3, g6, h11. Corrected fields: h6 (medical device, problem code).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported there was an intermittent "system error. The fault logs pointed to a faulty drive manifold relay. To remediate the issue the fse replaced the dry manifold and recalibrated. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1, initial reporter full name: (B)(6).

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) when turned on, it makes a continuous sound that does not stop. No harm to the patient.